Event description:
(B)(6) tried to remove stent in the clinic but was unsuccessful. When he pulled the tether, it was removed with no visible knot or stent attached. The stent remained in the pt's ureter until a ureteroscopy with stent extraction was later performed in the operating room.

Manufacturer narrative:
A proper eval could not be performed due to the product not being returned. There was no harm to the pt, the pt was taken to operating room to have the stent removed ureteroscopically. Unable to determine the difficulty the customer incurred. Should additional info become available, it will be forwarded.